Manufacturer narrative:
Product was not available for eval.

Event description:
Surgeon reported premature failure in suture material for iol fixation. Suture has dissolved twelve years post-op. In 1994, surgery for subluxated human lens due to complications of marfan's syndrome. At that time, pt underwent complete pars plana vitrectomy, fragmatome lensectomy and insertion of sutured posterior chamber iol secured to sclera at 3:00 and 9:00 position with polypropylene 10-0 suture. The following month, pt presented with spontaneous dislocation of iol. Nasal haptic was dislcoated posteriorly; temporal haptic was still attached to polypropylene suture. Thirdteen days later, pt taken to or for repair of eye. Removed dislocated iol, found polypropylene suture knot still attached to eyelet of iol nasally. With gentle manipulation to remove iol, temporal suture came loose. Suture material had dissolved at knot tied to haptic on both sides.